Event description:
Patient had experienced left thigh pain. The dr. Observed moderate poly insert wear of pca two pegged one piece acetabular cup. Dr. Revised acetabular implant with another manufacturer's implantdevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.